Event description:
During a ptca treatment procedure, the mavericks2 monorail balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was 99% stenotic lesion in the proximal left circumflex coronary artery. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail 15 mm x 1.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.